Manufacturer narrative:
The reported event of low lead impedance was confirmed. A complete lead was returned in one piece. Visual inspection found the lead was compressed at proximal region with damage inner insulation. Electrical testing found internal shorting. The cause of the reported event was due to procedural damage to the inner insulation.

Event description:
It was reported the patient presented for initial procedure. During implant, the lead exhibited low pacing impedance. The physician elected to complete the procedure with a different lead. The patient was in stable condition.